Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07835. It was reported that stent damage occurred. The previously stented target lesion was located in the distal right coronary artery (rca). Two non bsc guide wires were placed and a 2.5x20mm maverick balloon catheter was used to predilate the lesion. A 2.25 x 38 synergy ii stent was advanced through the previously deployed stent at the ostial part of the rca however, it was noted that the stent struts of the 2.25 x 38 synergy ii stent were flared at the distal end. The device was then removed. It was verified per intravascular ultrasound (ivus) that the guide wire was still in the lumen of the previously deployed stent. Another 2.25 x 38 synergy ii stent was advanced through the old stent however, it was also noted that a strut was lifted at the distal end of the stent. The device was removed and the lesion was again predilated. A non bsc guide extension catheter was then advanced to the rca and a 2.5x32mm synergy stent was successfully implanted in the lesion. Two more synergy stents were deployed. Post dilation was done using a 4.0x15mm nc quantum balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.